Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was not adversely impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.